Event description:
During a preventative maintenance inspection, physio-control observed that the device would detect motion even though there was no motion when the analyze button was engaged. The reported issue could inhibit ECG analysis and the device would not be able deliver defibrillation therapy in AED mode. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed assembly determined the cause for the malfunction to be a temperature sensitive ic chip, designator u7.